Event description:
Baxter affiliate reports that one pt died suddenly after the dialysis session (number of hours after session unknown). No further info available.

Event description:
Baxter affiliate reports one incident of a pt death 3 hours after the dialysis treatment. Resuscitation efforts were unsuccessful. Physician concluded death was a case of malignant arrhythmia and no autopsy was performed. No further info available.